Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load cartridge despite following on-screen instructions. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, completed new cartridge fill, and planned to use multiple daily injections as backup therapy, while technical support arranged replacement pump and instructed customer to place pump in storage mode and return it using pre-paid label.